Manufacturer narrative:
The device was not returned for evaluation. Lot release records were reviewed, and the product lot met all acceptance criteria. However, as a result of new information discovered in insulet¿s failure investigation process from complaint #: (B)(4) on 27 january 2020, we have re-opened this complaint and deemed it to be a reportable device malfunction. Based on insulet's investigation, software issues were found that contributed to the system errors and a CAPA has been opened to address the issue.

Event description:
The patient reported the bolus calculator in personal diabetes manager (pdm) was suggesting a bolus of 6 units, when only 4 units were normally required. The patient tried again, and the bolus calculator suggested the correct amount.